Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive 8mm prograsp forceps instrument to perform failure analysis. The instrument was analyzed and found to have frayed grip cable at distal end.

Event description:
It was reported that there was a frayed cable with 8mm prograsp forceps. The customer reported event has no report of patient injury.